Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during receiving inspection the device was rejected due to a faded lot number on the label and debris inside the packaging. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows debris found on the sterile packaging sleeve. The packaging was still intact. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.